Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08jun2020. An investigation was conducted on 19aug2020. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be torn on the cold jaw from the tip of the jaw, but not completely detached. No visual defects were observed. No visual defects were observed. The device was evaluated for analyzed failure "material twisted/ bent; wire". The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.662 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure ¿peeled; jaw" is confirmed. The analyzed failure "material twisted/ bent; wire" is confirmed. Specific actions for the reported failure mode ¿peeled; jaw¿ and analyzed failure "material twisted/ bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional complaint record has been created due to unrelated failure mode (s) tw ID # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional complaint record has been created due to unrelated failure mode (s) tw ID # (B)(4).